Event description:
No additional information.

Manufacturer narrative:
Distribution history: this complaint unit was manufactured at csi on 09/09/2020 and shipped on 9/29/2020. Manufacturing record review: DHR's 280419 & 280397 were reviewed and no non-conformities, related to the complaint condition, were noted. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint condition. These complaints were not confirmed. One was an out-of-date board replaced as it had been on an unrelated recall list. Product receipt: the complaint unit was returned on 11/23/2024. Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found to function properly. However, service & repair confirmed a high output result when testing under cut at 500 ohms. The testing is done across all modes, on several watt settings and at 100, 200 & 500 ohms. This unit had a higher output than the expected range at 5 watts, in cut, at 500 ohms over 7.0 watts. The acceptable range is 5.0 - 7.0 watts. Root cause: the out of tolerance result during the output testing may be relevant to the complaint description as it is a general and broad description. Since the opposite was described, the complaint is not considered confirmed. Also, when using the cut mode, the unit would not be set to such a low setting. The default setting is 50, not 5. The unit was adjusted, via r81, to within the correct range and tested to specifications with no issues noted. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary, as the complaint condition was not confirmed.

Manufacturer narrative:
Device is being returned for repair. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported by the customer repair center that the device had low output. No patient involvement. Device to be returned for repair. No additional information available. Lp-20-120 leep (B)(4).